Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an impedance alert and the lead displayed an impedance of zero. It was also reported the impedance alert occurred at the same time the patient was having "smoothie therapy" on the eye. A grounding pad was placed on the patient's abdomen during the electrical stimulation procedure. The lead remains in use and no patient complications have been reported as a result of this event.